Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that right ventricular (rv) lead exhibited high, out of range pacing impedance and high capture threshold, with an increase in defibrillation impedance. The rv lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported events of high pacing lead impedance and high defib impedance were confirmed. The reported event of unacceptable threshold was not confirmed. As received, a complete lead was returned in two pieces. Final analysis found calcification covering the ring electrode and right ventricular shock coil which is assumed to be the cause of the rise in impedance as indication on the device session records.